Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) triple dpt kit. IV tubing was completely detached from solvent bond joint with male connector (attached to arterial dpt). Indication of bonding solvent was visible on most part of bond areas. (B) (4)

Event description:
Tube connection did not hold. It looks like the tube was not glued at the connector.